Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion is a known possible complication associated with mitraclip procedures. The reported visualization difficulty appears to be related to imaging quality. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), a pre-existing effusion and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient, it was unable to sufficiently grasp the leaflets. Troubleshooting was preformed, but the patient was reportedly hemostatically unstable. The cds was removed for the patient, it was visualized that the effusion had worsened. The procedure was discontinued, the mr remained at grade 4 with no clips implanted. There were no clinically significant delays reported.